Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain") and back pain ("severe back pain"). The patient was treated with surgery (procedure to effectuate removal of her essure including a bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, dysmenorrhoea and back pain outcome was unknown. The reporter considered abdominal pain, back pain and dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed full occlusion of fallopian tubes. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 37-year-old female patient who had essure (batch no. 646516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced the first episode of dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). On an unknown date, the patient experienced the second episode of dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain") and weight increased ("weight gain"). The patient was treated with surgery (essure removal including a bilateral salpingectomy/oophorectomy(bilateral removal of ovaries)). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, fatigue and nausea had resolved and the last episode of dysmenorrhoea, back pain, weight increased and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fatigue, nausea, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirmed full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - reporter and patient demographics added. Product lot number 646516 added. The following events were provided: weight gain, fatigue, dyspareunia, and dysmenorrhea. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 37-year-old female patient who had essure (batch no. 646516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, discomfort, dysuria, abdominal pain lower, right lower quadrant pain, endometrial polyp, uterine polyp and heart murmur. On (B)(6) 2009, the patient had essure inserted. In june 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In january 2015, the patient experienced the first episode of dysmenorrhoea ("dysmenorrhea (cramping),"). In june 2015, the patient experienced fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). In august 2015, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced the second episode of dysmenorrhoea ("severe menstrual pain") and back pain ("severe back pain"). The patient was treated with surgery (essure removal including a bilateral salpingectomy/oophorectomy(bilateral removal of ovaries)). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, fatigue and nausea had resolved and the last episode of dysmenorrhoea, back pain, weight increased and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fatigue, nausea, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirmed full occlusion of fallopian tubes concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: back pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc update incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.